Manufacturer narrative:
Product ID: 377760, lot# v009505, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: lead. Correction to fdd codes sent in previous report as they no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the revision was to change the leads because they migrated. The revision resolved the issue. The rep said the programmer kept looking for the device, but it couldn't find the device. The rep removed and reinserted the battery and the issue was resolved. The cause of this issue was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a revision two weeks ago. It was reported that the manufacturer representative thought that they had an issue on the day of the call, but it resolved prior to the call. No further complications are anticipated.